Event description:
During an unspecified thoracotomy procedure the approximating lever broke and the instrument was difficult to release. The surgeon removed the instrument with manipulation. No pt injury occurred.